Event description:
Two patients with discrepant ferritin results. Patient 1, tested 2008, initial result <0.500 ng/ml; repeated three times giving <0.500 ng/ml and 111 ng/ml using a different methodology. Sample tested again using initial method and gave result of 133 ng/ml. Patient 2, tested 10 days before pt 1, initial result <0.500 ng/ml; repeated three times giving <0.500 ng/ml and 201 ng/ml using a different methodology. The same sample was tested again about 4 days later using the initial method and gave result of 363 ng/ml. Erroneous results were not reported. The field service representative was unable to determine root cause. Performance tests performed were within specification.